Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise and high impedance after multiple re-positioning of the lead was observed. Lead was working fine in the beginning but due to the patients anatomy and the difficulty of the implant, multiple stylets were used. It was suspected that the use of multiple stylets damaged the internal components of the lead. Lead was not used. Patient was stable.